Manufacturer narrative:
The unit was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. The unit passed the rewind, basic occlusion, and displacement tests. No motor error alarm was found. The motor passed the motor test. The unit had a cracked battery tube thread, a cracked reservoir tube lip, and minor scratches on the display window.

Event description:
The customer called in to report two motor error alarms. The customer's blood glucose level was unknown. During troubleshooting, the customer was able to rewind the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.